Manufacturer narrative:
The device was not returned for evaluation however the complaint was confirmed as a user related issue based on the event description. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "extra care should be taken to avoid exposing the quicklink cartridges containing bioabsorbable sourcelink component to excessive heat or moisture." "After sterilization, allow the quicklink delivery system loader components to cool to room temperature prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not available .

Event description:
It was reported that the links were left in the quick link loader by mistake after a training session. The loader was then delivered to theater and autoclaved. The links melted into the groove of the machine and it was impossible to remove them. As the loader was sterilized, it was only opened in the theater by the scrub sister once they were ready to work. At the time, the patient was already under anesthetics and the needles were in place. We had to wait for the replacement machine to get delivered from the bard offices in (B)(4), extending the theater time by around 1 hour, a significant delay.

Manufacturer narrative:
The device was not returned for evaluation however the complaint was confirmed as a user related issue based on the event description. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "extra care should be taken to avoid exposing the quicklink cartridges containing bioabsorbable sourcelink component to excessive heat or moisture." "After sterilization, allow the quicklink delivery system loader components to cool to room temperature prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not available.

Event description:
It was reported that the links were mistakenly left in the quick link loader after a training session. The loader was then delivered to the theater and autoclaved. The links melted into the groove of the machine and it was impossible to remove them. As the loader was sterilized, it was only opened in the theater by the scrub sister once they were ready to begin the procedure. At that time, the patient was already under anesthetics and the needles were in place. As a result, the device had to be immediately replaced which was delivered from the bard offices in (B)(6), extending the theater time approximately 1 hour, which was a significant delay.